Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported the device does not display tidal volume exhale on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
"Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was confirmed through the events log and duplicated during functional check. The combination of xdcr faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available".